Event description:
The field svc rep at the site reported discrepant calcium results. One pt example provided. Initial result 12.3 mg/dl. Same sample repeated twice gave 10.7 and 10.5 mg/dl. Initial result was not reported. The field svc rep determined system contamination to be the cause and performed decontamination procedure and replaced sv30/sv31 values. Performance tests performed which were within spec.